Event description:
Customer complaint - limited data available: customer called because he recently purchased the psw01 but always getting an e1 error using the device. Says it is very crucial he gets the replacement as soon as possible because he has cancer and needs to monitor his bp.